Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that, during pars plana vitrectomy with intraocular lens (iol) removal from posterior capsule, suction of an ophthalmic operating system broken and displayed advisory. The intraocular lens (iol) was left behind the eye and could not be retrieved. Information regarding patient harm has not been reported. Additional information has been requested but is not available at the time of this report.